Event description:
Additional information was received that clarified previously reported information indicating that it was decided to post-dilate the valve to move the valve up to the ascending aorta for implantation of a second valve. However, after post-dilation, the valve remained positioned in the same place, so it was decided by the implanting team to not implant a second valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure in a patient with a type 1 bicuspid valve with fusion of the left coronary cusp and right coronary cusp, right coronary artery (rca) low takeoff, low cardiac reserve, and an initial gradient of 78mmhg, the electrocardiogram showed complete heart block during the pre-implant balloon dilation using a 22mm x 30mm balloon. Additionally, severe aortic insufficiency was noted, and the patient underwent two cardiorespiratory arrests during the procedure. The procedure included cardiopulmonary resuscitation and stent implantation in the rca. The valve was urgently released at a high depth while the patient was in cardiopulmonary arrest, and subsequently dislodged in the non-coronary cusp. The decision was made to perform a post-implant balloon dilation of the valve without performing a second valve implantation. The patient was intubated and placed in the intensive care unit without vasoactive drugs, awaiting consciousness improvement before extubation. The event led to extended hospitalization. Additional information was received that regurgitation was first observed after pre-dilation of the aortic valve. Paravalvular leak (pvl) was reported. Percutaneous coronary intervention (pci) was planned intervention. The stent was placed in the rca for protection because the coronary artery was low (8 mm). Due to cardiac arrest that first occurred after pre-dilation, the physicians suspected an infarction and decided to release the stent before valve implantation. The complete heart block (chb) was not maintained after the pre-implant balloon dilation.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 04-nov-2026, UDI#: (B)(4); other medical products in use during the event include: product ID l-evprop23-29 (lot: 0012421135); product type: 0195-heart valves; implant date: non-implantable device. Product ID gwbc30 (lot: 92402819); product type: 0193-guidewire; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure in a patient with a type 1 bicuspid valve with fusion of the left coronary cusp and right coronary cusp, right coronary artery (rca) low takeoff, low cardiac reserve, and an initial gradient of 78mmhg, the electrocardiogram showed complete heart block during the pre-implant balloon dilation using a 22mm x 30mm balloon. Additionally, severe aortic insufficiency was noted, and the patient underwent two cardiorespiratory arrests during the procedure. The procedure included cardiopulmonary resuscitation and stent implantation in the rca. The valve was urgently released at a high depth while the patient was in cardiopulmonary arrest, and subsequently dislodged in the non-coronary cusp. The decision was made to perform a post-implant balloon dilation of the valve without performing a second valve implantation. The patient was intubated and placed in the intensive care unit without vasoactive drugs, awaiting consciousness improvement before extubation. The event led to extended hospitalization.